Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced dizziness and presented to the clinic. Upon interrogation, the atrial lead exhibited noise resulting in auto mode switch episodes. Noise was reproducible in clinic with isometrics. The device was reprogrammed. The patient was feeling fine upon leaving the clinic. No additional information was available.